Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise resulting in oversensing and pacing inhibition and asystole of approximately 2.5 seconds. Upon presentation in clinic, noise could not be reproduced via isometric maneuvers. Boston scientific technical services (ts) reviewed several events stored to the device and noted the signal appeared to be myopotential noise and suggested performing additional provocative maneuvers to which noise was briefly reproduced (though no pacing inhibition was observed). Ts also discussed device programming and rv sensitivity was reprogrammed along with episode duration settings. Due to tachyarrhythmias as a secondary indication for system implant, the patient was admitted for defibrillation threshold (dft) testing to ensure appropriate treatment of such rhythms. The patient did not experience any adverse effects resulting from the observed pacing inhibition and asystole. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.